Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the site was pulling a scan, but an error message was received stating the exam did not contain valid data for navigation. A green check mark was received on the import screen. Site opted to abort the use of navigation. The patient was not in the operating room (or) when the issue occurred. There was a delay of less than 1 hour.